Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) shut down due to an uninterruptible power supply (ups) failure. The customer also reported that the back outlets of this ups were no longer sending out power. No patient harm or injury was reported. Service requested / performed: troubleshooting. The customer was advised to power down the cns then boot back up using the backup hard drive. Investigation summary: the cns shut down due to a failed ups. The battery in the ups was no longer working and was not sending power via the rear ports. The customer was provided with the part number of the replacement ups to resolve the issue.

Event description:
The customer reported that their central nurse's station (cns) shut down due to an uninterruptible power supply (ups) failure.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) shut down due to a uninterruptible power supply (ups) failure. The customer also reported that the back outlets of this ups are no longer sending out power. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: a ups was used in conjunction with the cns, and it is the device that experienced failure. Attempts to obtain the following information were made, but not provided: ups - model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) shut down due to a uninterruptible power supply (ups) failure.